Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Evaluation of the battery data showed that it had been exposed to a maximum temperature of 65c and was permanently disabled. A review of the system logs showed that while the temperature increased, the handle was in standby mode and not on a charger. It was reported that the power pack was not adequately charged or could not hold a charge. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the handle was placed close to or inside an external heat source. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device could not fully charge. When the device was placed in the charger, it seemed to be charging normally. The display was showing a 90% battery indicator and the available number of usages. After about 1 minute, the charging cycle stop, and the green flashing led turned to solid green. After removing the device from the charger, it could not be used because it did not turn to normal operation. There was no patient involvement.